Event description:
It was reported to philips that the system displayed the message that the disk space was low, even after deleting images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the reported issue occurred during clinical use and the procedure was completed by deleting the old images to make enough space for the on-going procedure. A philips field service engineer (fse) went onsite and confirmed that the patient images stored were reduced. Upon functional testing, it was found that the database consistency test failed. To resolve the issue, the fse performed the database consistency repair and deleted the old images in the background. After functional checks, the system was returned to working conditions. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In the event that this error occurs due to too much data being stored on the system, the user is able to delete examinations in order to create more space and continue imaging. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.